Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 113 mg/dl, 163 mg/dl, 127 mg/dl, 109 mg/dl, 172 mg/dl, and 420 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.